Manufacturer narrative:
Additional information provided by the hospital medical records indicated that on the morning of pod 1 the patient had a change in mental status. After further evaluation, she was diagnosed with post-op cerebrovascular accident and was later identified as having multiple bilateral cerebrovascular accidents, likely embolic in nature. The patient continued to decline and on pod 5 the family changed her status to dnr-comfort care only and she was transferred to hospice for comfort care where she expired on pod7. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the cva cannot be confirmed; however, it is possible that both patient co-morbidities (i.e. Advanced age, history of tia, heavy leaflet calcification) and procedural factors likely caused the event.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the root cause of the pvl cannot be confirmed. However, per report, the patient¿s small annulus and calcified lvot may have contributed to the pvl. The pvl was mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards territory manager, during the transfemoral tavr procedure the valve was positioned 50:50 across the annulus; however, during deployment, the valve shifted and was deployed 60:40 aortic, resulting in moderate-severe paravalvular leak (pvl). The valve was post-dilated with an additional cc of fluid, but there was no significant improvement in pvl. A second 23mm sapien valve was implanted in a more ventricular position, which reduced the leak to mild. The patient was stable and the end of the case. The pvl was attributed to the patient¿s small annulus and calcification of the lvot. Per report, the patient's aortic valve and root were moderately calcified, the ejection fraction was 51%, the sinotubular junction (stj) measured 21mm, the sinus of valsalva (sov) measured 30mm. The patient had moderate ventricular septal hypertrophy and moderate mitral annular calcification (mac). Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.